Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
The permanent cautery hook instrument has not been returned to isi for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the permanent cautery hook instrument tip broke inside the patient's abdomen. All the fragments were retrieved by the surgeon during the same procedure. A backup instrument of the same type was used and the procedure was completed with no reported injury. Although the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. The permanent cautery hook instrument product sequence number provided does not match the instruments used on the reported procedure date. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product.

Event description:
It was reported that during a da vinci-assisted ileostomy takedown surgical procedure, the permanent cautery hook instrument tip broke inside the patient's abdomen. All the fragments were fully removed by the surgeon during the same procedure. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no problems observed. The assistant inspected the retrieved piece visually and it appeared complete. The surgeons were unable to locate any additional fragments and believe there is no risk for the patient. No post-operative tests were performed related to the fragments. The instrument available for return; however, the retrieved piece was discarded.